Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and surgical sealant was used. Approximately two to ten days following surgery the patient developed an oozing rash, blisters, and itching at the site of application. The surgical sealant was removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a revision of bilateral reconstructed breasts (B)(6) 2012. On (B)(6) 2012 the patient started to experience burning and itching. The surgical sealant was removed. It was noted that the area under the sealant was very moist and irritated with weeping pustules. The incision was cleaned and closed with an unknown method. The patient was treated with benadryl 50mg.